Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2016, the patient underwent treatment of a chronic type b dissection of the thoracic aorta with two conformable gore tag thoracic endoprostheses. On (B)(6) 2016, the physician observed a persistence of false lumen perfusion external to the device, without concrete proof of an endoleak. On (B)(6) 2016, a distal type ib endoeleak was discovered and resolved on (B)(6) 2016 with the implantation of an additional conformable gore tag thoracic endoprosthesis. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected to health profesional.